Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp.(omsc). However, based upon the past similar cases, the reported event may have been caused by the application of some physical or chemical stress to the insertion section. Examples include physical stress such as rubbing the insertion section, chemical stress due to deviation from the reprocessing manual, poor storage environment such as direct sunlight, high temperature, high humidity, x-rays and ultraviolet rays, aging deterioration, etc. The instruction manual provides warnings about applying external stress to the insertion section, reprocessing method not recommended by the reprocessing manual, and storage of the endoscope in a harsh environment. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) sales & marketing ((B)(4)) and found that the coating of the insertion tube greater than 1x1 square millimeter had been peeled off. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: there was a leakage at the bending section rubber. The device has not been repaired in the past year. The user-owned olympus videoscope bf-260 has been repaired in the past due to a leakage. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.